Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the extensions were exposed at the neck. It was unknown if any environmental, external or patient factors contributed to the issue. Troubleshooting was unknown. A surgical intervention was planned for (B)(6) 2017 to explant the extensions. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the ins was also explanted because the physician chose to, there was no infection in the ins pocket. Only leads remained implanted.